Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be connected to the patient controller. The device was updated, and a new version of the app was downloaded. The device was able to be connected to the ipg. No additional information is available at this time.